Event description:
Customer reported experiencing high bgs (270-361 mg/dl) while wearing the pod for 9 hours. Customer initiated corrective boluses and increased the basal rate without their bgs reducing. Customer reported that the pod initiated an occlusion alarm; however, customer did not report that the cannula was kinked. Product will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following the recommendation, the user was aware of high bg levels and was able to start a new pod successfully.